Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the eval, or if any add'l details become available. This report represents all info known by the reporter at this time.

Event description:
The facility's biomed reported an infusion pump with an 810:14 failure code that was found during biomed testing. Info was requested by baxter regarding whether or not there have been any reports of any pt incident involving this pump since the last baxter service event, but no add'l info was available.